Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Manufacturer narrative:
Received one device. Visual inspection confirmed customer concern. The cause of the reported issue was downstream occlusion sensor (dso) and upstream occlusion sensor (uso) was delaminated. Replaced both seals. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has detached dso seal. There was no patient involvement.